Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis experienced right sided capsular contracture (baker grade unknown) post procedure. On (B)(6) 2020 the patient underwent capsulectomy to relieve the capsular contracture. The implant was removed and then placed back inside the patient after the capsulectomy. This is off label use of the device. No additional issues were noted.